Event description:
It was reported by a physician that a vns patient's generator did not last as long as intended. The physician indicated the patient was on rapid cycling as far as settings and was doing great with vns. At the moment, surgical interventions to replace the device have been made. Moreover, attempts to obtain further information from the reporting physician have been unsuccessful to date.

Event description:
The patient had their generator replaced (B)(6) 2012. At this time it has not been returned for analysis.